Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 469 mg/dl. Customer current blood glucose was 167 mg/dl. Customer did not report any symptoms related to high blood glucose. It was unknown that auto mode feature was active or not at time of event. Customer declined to troubleshooting for high blood glucose. Insulin pump had a insulin flow block alarm and infusion set cannula was bent. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .